Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it is still in use; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's pole clamp came off during use. No patient harm was reported.